Manufacturer narrative:
In absence of a returned product and with no further expected information, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine in office follow-up, this right atrial (ra) lead was confirmed via x-ray imaging, to have dislodged. The patient reported no symptoms and a new ra lead was successfully implanted. The chronic lead was surgically abandoned; no adverse patient effects were noted.